Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient began treatment for the peritonitis with 1 g of reflin and 40mg of tobramycin (intraperitoneally once per day, for 3 days). The patient was also treated with 25000 units, inj, heparin, intraperitoneally (ongoing). Three days later, the patient began treatment with inj, vancomycin (2 grams, once in 5 days, route not reported) and inj, fortum, intraperitoneally (1 g, once per day). Three days after onset, the patient was hospitalized for the event. Six days after onset, antibiotic therapies were discontinued, dianeal/extraneal therapies were discontinued, the patient¿s pd catheter was removed, and the patient was switched to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.